Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to log in and received a credentials not found error. The customer stated that she had been trying to access the es server and had reached out to the hospital information technology team, but the issue continued to persist. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the unable to login to server. A technical support specialist (tss) remotely accessed patient encounter system (pes) to review the customer¿s user identification (ID) and confirmed that the user ID and last name were not present in the system. Tss then logged into the sever web page and reviewed the user domains configuration. The customer was advised to coordinate with hospital information technology (hit) team to verify that the user ID was correctly assigned to the appropriate group per the user domain. The user later confirmed that the issue had been resolved and that was able to access and use the system successfully. The system functioned as intended after the technical support specialist investigated the device.